Event description:
It was reported that the device reached elective replacement indicator (eri) in less than three years. It was also reported that the left ventricular (lv) lead had high threshold and during the implant of a new lv lead there was phrenic nerve stimulation. The device and lv lead were explanted and replaced. And the new attempted lv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. It was reported that the device met expected longevity with normal depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. It was reported that the device met expected longevity with normal depletion. (B)(4) the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the distal conductor was stretched, the outer insulation had cosmetic metal ion oxidation (mio), the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was apparent explant damage and the lead was stretched. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed) and there was blood/body fluid on the distal conductor (not obstructed).